Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿within a minute of hanging the magnesium, the patient's bp increased to 208 systolic and the patient began to feel pulsating in his neck with associated light headedness. The medication was paused. No harm to the patient." There was patient involvement but no harm.